Manufacturer narrative:
Email: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and exchanged from textured to smooth due to concern with the product.

Event description:
Healthcare professional reported the left-side deflation and exchange from textured to smooth due to the patients concern of the product. The device has been explanted and replaced.

Event description:
Healthcare professional reported the left-side deflation and exchange from textured to smooth due to the patients concern of the product. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d3, h10, device history record statement and report of b14 are invalid.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on anterior side assessed, as surgical damage. And one opening observed, on anterior side assessed, as fold flaw opening. Anxiety-product/procedure: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases were observed. Wear abrasion observed. White calcification observed, on the surface of the shell. White particles observed, inner the surface of the shell no further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, the left-side deflation. And exchange from textured to smooth, due to the patients concern of the product. The device has been explanted and replaced.